Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard tones from her device. The device was alerting due to high impedance on the defibrillation coil of the right ventricular (rv) lead. It has slowly been rising a little over time. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.